Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for evaluation. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However material from the production line was inspected and no issues were detected that can lead to this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the unit does not steam, no smoke inhalation formed.the medication in the fluid chamber did not aerosolize for inhalation purposes.

Manufacturer narrative:
(B)(4). One unit of catalog number 41893 (nebulizer w/adult mask & tbg , small volume) was received for analysis. During the visual inspection it was noted that there were some residues inside the jar. Medicine residues were removed from the nebulizer jar, and then it was functionally tested. The results were found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. It functioned as intended.

Event description:
The customer alleges that the unit does not steam, no smoke inhalation formed. The medication in the fluid chamber did not aerosolize for inhalation purposes.